Manufacturer narrative:
The customer reported that there was a failure to alarm. The initial investigation indicates that the users had failed to zero the ibp transducer and this resulted in insensitivity to a disconnect condition. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that there was a failure to alarm.